Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #930c63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gcflgw reload was received partially fired 1/3 along with its opened packaging. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device gcflgw with lot number 953c78; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 930c63, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that the device could not be fired. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.